Event description:
Pt reported the infusion device switched menus by itself and the basal rate, time, and date were changed. Pt experienced elevated blood glucose, but he did not require treatment from a health care professional or second party to address the issue. The infusion device was requested for evaluation. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.